Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that prior to use, the device was checked for leaks. The tube was then placed into the patient and the balloon inflated. During the procedure, a leak was noticed in the balloon. After the procedure, the device was submerged in water to discover where the leak was coming from where it was found to be coming from the balloon. No harm came to the patient from this issue.